Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedance measurements. Technical services reviewed stored episodes and determined that the non-boston scientific lead showed respiratory sensor oversensing, resulting in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed, and it was recommended that the respiratory rate trend (rrt) continue to be programmed off. At this time, this crt-d system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedance measurements. Technical services reviewed stored episodes and determined that the non-boston scientific lead showed respiratory sensor oversensing, resulting in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed, and it was recommended that the respiratory rate trend (rrt) continue to be programmed off. At this time, this crt-d system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.